Manufacturer narrative:
A ge rep evaluated the system, and determined the high voltage cable is the most likely problem. Customer will replace the cable. (B) (4).

Event description:
The customer reported that when c-arm is rotated in lateral position the image is moved from one screen to another and image cuts out. No pt injury was reported.